Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During repositioning of the lead, the helix would no longer screw out. The lead was explanted and replaced. The patient is doing well.